Event description:
It was reported that the patient had swelling in her legs that started around (B)(6) 2012; her doctor didn¿t know what was causing it. The patient had morton¿s neuropathy and never had swelling; she took lasix 3x/day. So some days her legs were swollen and some days they were not. Following pump implant in (B)(6) 2013, morphine and another drug were put into the pump. Approximately 3 months later they withdrew what was left in the pump and filled it with something else. The doctor wanted to put something in the pump that would take down the swelling. The patient was allergic to whatever they put in the pump. The next day, she went back to the doctor¿s office because she was ¿a mess¿; she was throwing up and was disoriented. They ¿got 38% of whatever he had put in it out, which he really needed 40¿. He then put morphine back in, but the patient went through the same thing and ended up in the hospital the next day. The doctor came to the hospital and turned off the pump and ¿they did everything through IV¿. All the swelling went down in the patient¿s legs and she felt really great. The medication was still in the pump. The patient hadn¿t seen the pump managing physician since she left the hospital. Her regular physician was going to handle all of her pain medications. The patient was having a problem with a tendon in her wrist and was seeing a different doctor for that, so they were going to decide what to do with the pump after they found out what that physician had to say. It was also noted that the patient¿s left leg was ¿killing her today¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had fentanyl in the pump as of the date of the report. The patient told her follow-up health care provider (hcp) the last time "only a little bit" because fentanyl was hard to control. The hcp used it for the patient and if it was any higher than what the patient had at the time of the report, she didn't ant to be light-headed. It was reported the pump initially had morphine, but she was allergic to morphine. Something else was put in the pump, but the patient was allergic to that so the first 8 months were trial and error with medication because she was sensitive. It was reported the patient was admitted to the hospital in (B)(6) 2013. It was reported this was because the patient's potassium went down. (Note: it was not clear based on the reported information if the low potassium was due to the hospitalization in this event or the event in manufacturer report # 3004209178-2014-05369) after may, the doctor took the patient "clear down," detoxed her, and started her up again. It was reported the patient got the standard dose she got sicker than a dog and was lethargic. The patient could not drive or write her name. The patient was willing to do whatever it took to get her out of pain.

Manufacturer narrative:
Concomitant medical products : product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).